Event description:
Healthcare professional reported left side "has wavy profiles", "some peripheral radial folds", and "presence of a thin peri-prosthetic fluid film from both sides (density ii according to acr)" detected via MRI. Healthcare professional later reported left side capsular contracture baker grade IV and "it was not necessary to analyze the periprosthetic fluid because it was minimal". Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "periprosthetic fluid".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "has wavy profiles", "some peripheral radial folds", and "presence of a thin peri-prosthetic fluid film from both sides (density ii according to acr)" detected via MRI. Healthcare professional later reported left side capsular contracture baker grade IV and "it was not necessary to analyze the periprosthetic fluid because it was minimal". Device has been explanted and replaced.